Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer's blood glucose (bg) was 20-30 mg/dl. Customer fell and broke 9 bones. Customer's spouse provided juice to the customer to address low bg. Customer was admitted to the hospital; treatment could not be recalled. Low bg was resolved and broken bones repaired. Customer was discharged approximately 1.5 weeks later with no permanent injury. Customer did not know cause of low bg and could not recall further details regarding the event.